Manufacturer narrative:
In a research article, left pulmonary artery stenosis was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instruction for use arten600038211 - a, "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "single-center experience of 100 consecutive percutaneous patent ductus arteriosus closures in infants =1000 grams", was reviewed. This research article is a single center experience to describe the lessons learned from percutaneous patent ductus arteriosus(pda) closures in patients weighing less than or equal to 1000 grams. 100 consecutive infants weighing less then 1000 grams underwent transcatheter patent ductus arteriosus(pda) closure between june 2015 to march 2020. The average age was 24.3 days old and the average weight was 821.4 grams. Patient history included: pulmonary hypertension, necrotizing enterocolitis, intraventricular hemorrhage, sepsis and renal impairment. It was reported that 3 patients were implanted with an amplatzer vascular plug ii. One of the infants developed left pulmonary artery stenosis that required device retrieval. The article concluded that transcatheter pda closure is feasible in infants =1000 g. However, it will find its way into the algorithm for pda management in premature infants only if the procedure is safe. A regimented approach is necessary for success. The primary and correspondence author of the article is ranjit philip, md, 848 adams avenue, memphis, tn 38103 with the corresponding email: rphilip@uthsc.edu.